Event description:
It was reported that the user paused insulin delivery on the ilet for exercise and later resumed delivery, with blood glucose values ranging from 140 mg/dl to the low 200s and a stable trend on reconnection. Symptoms included hyperglycemia peaking at 229 mg/dl. Outcomes included no injury and no medical intervention. Investigation included user troubleshooting and education on pausing and resuming insulin delivery. Investigation of this case revealed that insulin had remained paused during exercise and was later resumed, with the user monitoring blood glucose. It was concluded that the device functioned as designed and that the event was related to therapy management during exercise.